Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-dec-20. It was reported that the leak was suspected to have been around the catheter but not through it as no puncture was found.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 31-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump. The indication for use was not provided. It was reported the patient was implanted about a month ago, relative to (B)(6) 2019. The patient was seen on the day of the report, (B)(6) 2019 for removal of excess fluid at the pocket site of the pump. The doctor aspirated 150 milliliters (mls) of likely serous fluid near the pump. The patient did not have any symptoms in the clinic. The doctor did not fill or make any dosing adjustments at this time. The patient went home and ended up in the emergency room with symptoms of overdose. The patient was given two doses of narcanand eventually put on a narcan drip. The rep was headed to the hospital to assist with programming the pump down. The rep was unsure if any oral medication intake had occurred. No further complications were reported or anticipated. Additional information was received from a manufacturer representative on 2019-dec-11. It was reported that the hcp's theory was that the symptoms were a relative overdose due to loss of cerebrospinal fluid (csf) volume. The cause of the csf accumulation was unknown. It was noted that to the hcp's knowledge, it was not thought that the pump was delivering more medication than prescribed. The pump was stopped on (B)(6) 2019 and then restarted at minimum rate on (B)(6) 2019. The patient had a full catheter replacement on (B)(6) 2019 in case the fluid collection was due to a leak in the catheter. It was noted that it was to be confirmed whether the overdose type symptoms and fluid at the pocket site had been resolved, but no new information had been received by the office since the revision surgery.